Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and the electrode were revised on the pocket as the patient fall off a bicycle and the system was dislodged. After the revision the primary and the secondary vectors were not successfully sensing and t wave oversensing was observed during exercise test in all vectors. The technical services (ts) recommended a new screening with the s-ICD in a different position. Furthermore, the patient performed an interrogation at home and the secondary vector showed good r wave condition, indicating a repositioned. The patient will be closely monitored. No additional adverse patient effects were reported.